Event description:
It was reported that during a new pump and catheter implant procedure there was difficulty getting cerebral spinal fluid (csf) backflow. A contrast medium was injected and they were able to see that they were in the intrathecal space, so they thought. Many attempts were made to try and aspirate to confirm csf backflow but this was unsuccessful. It was decided to cut the anchor from the ascenda and sought radiology assistance to place a new, second catheter. With this catheter they were able to get a little csf backflow. It was then determined this was not related to the catheter but rather all due to the patient¿s anatomy. It was not known the patient¿s status at the time of the report. This device system was to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).